Event description:
It was reported that the tip broke. A 6mmx2.50mm wolverine coronary cutting balloon was selected to treat the severely calcified left anterior descending artery. During unpacking, it was noted that the device tip broke. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. No device issues were identified during returned product analysis and the allegation in the complaint relating to tip detachment could not be confirmed.

Event description:
It was reported that the tip broke. A 6mmx2.50mm wolverine coronary cutting balloon was selected to treat the severely calcified left anterior descending artery. During unpacking, it was noted that the device tip broke. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure. It was further reported that the distal end of the tip, near the shaft of the balloon was detached. When the blade protector was removed, and no resistance was felt.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the tip broke. A 6mmx2.50mm wolverine coronary cutting balloon was selected to treat the severely calcified left anterior descending artery. During unpacking, it was noted that the device tip broke. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure. It was further reported that the distal end of the tip, near the shaft of the balloon was detached. When the blade protector was removed, and no resistance was felt.